Event description:
It was reported that upon inspection sales rep found out that packaging of implants was compromised. Surgeon used the implants the inner package had a crake in it. Only the out packaging is being return to us. Surgery was completed without any complications.

Manufacturer narrative:
An event regarding packaging damage involving a triathlon femoral component was reported. The event was confirmed. Device evaluation and results: based on the visual inspection of the returned product it appears that this component packaging was subjected to excessive handling whereby the packaging appears to have been compressed to the extent that the outer blister cracked under compressive force. A DHR review for the reported lot determined that the device was manufactured and packed to specification. A chr review determined that there were no similar events reported for the lot. The investigation concluded that the packaging damage was caused by excessive/incorrect handling.

Event description:
It was reported that upon inspection sales rep found out that packaging of implants was compromised. Surgeon used the implants the inner package had a crake in it. Only the out packaging is being return to us. Surgery was completed without any complications.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.